Event description:
It was reported the patients ipg displayed a message indicating the ipg is approaching end of life. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was receiving the ¿replace generator soon¿ message on their ipod. By the time the patient was able to reschedule a missed office visit, the device was at end of life and they had lost therapy. The ipg was explanted and replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.